Event description:
The customer called and said that they had just noticed that they were using 0.9% saline instead of 0.45% saline in their vitek 2 systems. This might have been happening since november. Saline is kept in a storeroom and someone must have picked up the 0.9% by mistake. Customer will be notified that susceptibility tests are validated with 0.45% saline and that test results generated with 0.9% saline are not validated.